Event description:
It was reported the leads, both used in the ventricle, were capped and replaced due to elevated thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.